Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-11678. It was reported the patient is receiving inadequate coverage due to receiving stimulation in an unintended area. Reprogramming to provide resolution was unsuccessful. X-rays were taken and revealed both of the patient's leads have mitigated. The patient will discuss surgical intervention with his doctor on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.